Event description:
It was reported that during follow up, an increase in threshold was observed. Fluoroscopy revealed lead dislodgement. Lead was capped and replaced when repositioning was unsuccessful. Patient condition was fine.